Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to 298 mg/dl while wearing the pod between 4 and 24 hours. The pod reportedly not sticking well from the infusion site (abdomen), causing the cannula to dislodge. As treatment, a new pod was applied.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies that would contribute to dislodging of the cannula. The exact cause of the reported dislodging could not be determined. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. Data downloaded from the device showed an 0x40 alarm indicating that the rotational sensor maximum open count exceeded. No time outs or drive stalls were seen but the rotational sensor failed to transition towards the end. The device was reset and paired with the master pdm. During the rerun process, an 0x41 alarm occurred indicating rotational sensor maximum summed error table. The rerun data showed a drive stall. The drive mechanism was inspected, and no damages or deficiencies were found that would contribute to this alarm. The cause of the alarm could not be determined.